Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. No overfill observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd tube cit plh 13x75 1.8 plbl ce l/bl there was overfill. The following information was provided by the initial reporter. Additional info received on 9/27/2022: the customer stated: he did not find erroneous results, he just suspected that it could happen to get false results when too much blood is drawn. No patient was treated based on erroneous results. He said that he just wondered whether everything was okay with the tubes as some of them filled up to the fill line and some filled up higher.

Event description:
It was reported when using the bd tube cit plh 13x75 1.8 plbl ce l/bl there was overfill. The following information was provided by the initial reporter. Additional info received on 9/27/2022: the customer stated: he did not find erroneous results, he just suspected that it could happen to get false results when too much blood is drawn. No patient was treated based on erroneous results. He said that he just wondered whether everything was okay with the tubes as some of them filled up to the fill line and some filled up higher.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.